Manufacturer narrative:
The returned unit was inspected visually and microscopically. The root cause is likely attributed to the wire being bent followed by force applied to the bent area during use. The complaint database was reviewed and no related incidents for this lot number were found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
One device has been returned for evaluation. The evaluation is still in progress. A follow up will be submitted when the evaluation has been completed.

Event description:
The customer reported that when they attempted to put a 5f short sheath over the introducer wire, the wire kinked in the middle and broke apart. The wire was inside the introducer when it broke and both the wire and introducer were removed together as one unit. No additional tools or procedures were needed to remove the broken wire.